Manufacturer narrative:
Block b3: exact date unknown, event occurred last few months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the facility.